Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400 mg/dl. Troubleshooting was performed. The programming time, and date were correct. Ran a fixed prime test and the insulin exited. The caller stated that the customer uses insulin from refrigerator. Advised the customer that a tubing clamp will be sent and call back when the clamp arrives to complete the troubleshooting. Instructed the caller to wait thirty minutes before using to prevent clogging and alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.